Event description:
This complaint is now reportable based on the returned device analysis completed on 08/12/2009. It was reported that while preparing for a carotid stenting treatment procedure, flushing difficulty occurred. A carotid wallstent monorail 10.0-31 had been selected to treat an unspecified "aci" lesion. While preparing the device "as usual", the physician was initially able to flush the monorail "part". The "security wire" was removed and the physician closed the monorail "hole" with his fingers and was unable to flush the device a second time. The device did not come into contact with the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable". However, the returned device analysis revealed partial stent deployment.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 15 mm. During analysis, the outer sheath was closed to the tip and water was flushed through the device. Once the water flowed out the monorail exit, the monorail exit was then closed and the water flowed out the tip as required. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned product analysis did not confirm the reported flushing difficulty. (B)(4).